Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16712.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device shutdown unexpectedly. The device was reported to be in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke with the customer to confirm the issue. The customer stated that the device shutdown while in use on a patient, with no patient harm as a result. The customer powered the device back on and the ventilator alarmed high priority with a 24v supply failure. The device was running on the backup battery with the ac light not on while plugged into ac power. The customer cycled the power and the ac power light turned on, but the vent gave the message of running on battery. On (B)(6) 2022, the customer showed pictures of the event log to he rse and the rse noted an 111a error code (check vent: 24 v supply failed) and that the 24v was reading at 19.35v on the pneumatics screen. The customer also stated that the ventilator would cycle from ac power if the customer hit the cart with their hand. The customer was advised that there may be connection issues at the ac inlet to the power supply. The customer called back on (B)(6) 2022 stating they had checked the wiring connections at the power supply. The customer found the orange wire which screws into the power supply 24v output was loose. After tightening the screw the ac power became consistent. The customer completed testing and put the device back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.